Manufacturer narrative:
The meter and strips were returned. Section d9 and h10 were updated. The meter was tested with retention test strips lot (478756, exp. 31-aug-2021): control ranges: level 1 1.7-3.3 mmol/l 30-60 mg/dl, level 2 14.5-19.6 mmol/l 261-353 mg/dl. Results: level 1 ¿ 44, 45, 44 mg/dl, level 2 ¿ 301, 300, 302 mg/dl. All returned results are within acceptable range. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6). The customer¿s product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 2 patients tested with accu-chek inform ii meter serial number (B)(4). On (B)(6) 2020, patient 2 initial result at 6:04 was >600 mg/dl. The patient was re-tested at 6:06, and 6:09 with results of 238 mg/dl ,and 153 mg/dl. On (B)(6) 2020, "patient 1" was tested on the meter with a result of 269 mg/dl at 3:51. The patient was tested 3 more times at 3:53, 3:54 and 3:56 with respective results of "hi" (result >600 mg/dl), 148 mg/dl and 138 mg/dl.

Manufacturer narrative:
It was clarified that the results of 450 mg/dl and 250 mg/dl from "patient 1" on (B)(6) 2020 were "within a few minutes" and were discrepant: the initial result from the meter was 450 mg/dl and the re-test "within a few minutes" was 250 mg/dl.

Manufacturer narrative:
Returned strips: lot 478756 expiration date. 8/31/2021. All testing with the returned strips produced acceptable results and no strip problem was found.